Manufacturer narrative:
Investigation summary: two photos and one 3ml safetyglide combo sample were received and evaluated. The syringe was found with needle attached inside an opened package from batch #8031728 (p/n 305905). The syringe was observed to have broken plunger rod ribs and an insecure stopper condition, both of which are rejectable per product specification. Potential root cause for the observed defects is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the plunger of the bd safetyglide¿ needle was dislocated and broken.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of the bd safetyglide¿ needle was dislocated and broken.